Event description:
It was reported that the ventilator started sparking at the pigtail and then shut down and restarted with an audible alarm. The patient was removed from the ventilator and manually ventilated until placed on a back-up ventilator. No patient harm reported.

Manufacturer narrative:
Na.